Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis / mechanical interaction with blood was not determined due to no product returned, inconclusive and incomplete data logs recovered / reviewed, and insufficient clinical details.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 68-year-old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was known to be on inotropes, vasopressors, and oxygen for respiratory needs prior to the cp pump placement. The underlying medical history was unknown. The pump was supporting when on the second day of support there was a diagnosis made of hemolysis. Urine color and hemolyzed labs were not as expected and so the team assessed pump position and reduced the p level as troubleshooting. Additionally, the team observed the partial thromboplastin (ptt) was high at 300 which revealed high clotting time, which may have contributed to the hemolysis. After 4 days of support the pump was weaned and explanted. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The patient survived the hemolysis.

Manufacturer narrative:
A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemolysis / mechanical interaction with blood was not determined due to no product returned, inconclusive and incomplete data logs recovered, reviewed, and insufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected accordingly.